Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because sufficient clinical data was not received, and no lot number was identified, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported on behalf of her mother, following the implant of a micro-filtration device the patient is experiencing wavy vision and 'can't see at all'. The patient reports the first few months everything was good but now she is experiencing the wavy vision when she covers one eye. She was giving drops due to her pressure being low. A second opinion let her know a procedure is required to 'close the hole' and the device cannot be removed. A third opinion might be sought. Additional information was requested.